Event description:
N/a.

Manufacturer narrative:
Corrected field: h6 (investigation conclusions). Updated field: b4, g3, g6, h2, h11.

Manufacturer narrative:
Due to character limitation in e1 - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that linear 40cc intra-aortic balloon (iab) had a problem was found during the insertion of the balloon through the guidewire. It could not be inserted, so a new balloon was opened and the guidewire was replaced. The same problem was still found, so a new balloon was tried. It was found that it could be inserted through the guidewire normally. When the problematic balloon was tested by inserting the guidewire outside the patient, it was found that a lot of force was required to push it through the guidewire. It is assumed that there is a problem with the hole inside the balloon. There was no injury reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.